Manufacturer narrative:
On november 10th, 2020 stryker trauma and extremities acquired tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. Additional devices listed in this report: aequalis reversed multidirectional and compression screws. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.  The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Post-operative infection can be related to several reasons: previous surgery (osteosynthesis, instability surgery, rotator cuff repair or anatomic prosthesis failure). Sub-acromial dead space. Poor sterile technique. Patient state (more fragile patients or patients younger than 65 years who have a greater risk). This infection detected in (B)(6) 2017 on the right shoulder could be a consequence of the previous surgery done on (B)(6) 2017 when removing the 3 broken screws, just 1 month before.

Event description:
On the (B)(6) 2017, patient was admitted to the hospital for treatment of a massive infection in his right shoulder.